Event description:
Parents of the pt stated "the vent did not alarm, but the unit was delivering breath". The parents found the child blue and initiated CPR and transferred the child to the hosp. The child remains hospitalized and unresponsive. The on call rt (respiratory therapist) made several attempts to pickup the unit and did so approx four weeks following the incident. Prelimanary testing upon receipt of the unit reported the device did alarm.